Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at the switch. The cause of the leakage could not be further presumed. Regarding handling and reprocessing by the user, deviation from the instructions for use (IFU) was not confirmed. The IFU states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from IFU: "·reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely due to clogging of air/water tube/nozzle not meeting specification, as a result of insufficient cleaning. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: water tightness lost, due to dent on switch button; damage on switch button; s-cylinder discolored; scratch on switch box; the play of up/down knob, and bending angle in left directions out of specification, due to wear of angle wire; light guide lens have a crack; connecting tube peeling and have a dent. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility."

Event description:
The customer reported to olympus that during reprocessing, the channel was blocked on the evis exera iii colonovideoscope, and the endoscopes could not be rinsed using the auxiliary rinsing system. There was no report of patient harm associated with this event.